Event description:
Anxiety, hair loss, night sweats, shortness of breathing, heartburn, abdominal pain, joint pain, sleeping problems, headache, vision problems, stomach issues, burning in breasts, itching, breasts warm, no libido, depression, brain fog, forgetfulness, fingers turn yellow and numbness, tired, low energy, nausea, hard to focus.